Manufacturer narrative:
H3: device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. No photographic evidence was provided to aid in investigation. An error history log was not provided to aid in the investigation. Complaint for the failure mode ¿device did not alarm when occluded¿ could not be confirmed by investigation as no samples nor pictures were provided by the customer. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not alarm when occluded. There was unknown patient involvement and unknown patient harm.